Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient exhibited twiddlers syndrome. Chest x-ray and fluoroscopy revealed that the left ventricular lead was dislodged. The lead was explanted and replaced. There were no complications to the patient.